Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Chair is turning to the right intermittently, the rh brake is not always activating from stop.